Event description:
On (B)(6) 2026, I noticed a change in my left breast implant. It felt less full, and I felt a 'fold" in the implant wall. I looked online to see if that would be a medical emergency and found information about breast implant illness (bii), which explained many extreme symptoms I'd been having over the past few months. My autoimmune kidney disease had been in remission for 14 years, and the symptoms were back (kidney pain), head aches, joint aches, face, eyes, hands, feet swelling, rash, extreme anxiety and depression, strange indigestion feeling, brain fog, memory troubles, worsened vision. These had been growing worse over time and had become problematic and very frightening. I knew it was linked to this change in my implant once I read about it. I reached out to the plastic surgeon who did the breast implant surgery. They got me in for an appointment. He wanted me to go for an appointment with my primary care giver and get an ultrasound. My primary care giver said she could not send me for ultrasound, only a mammogram, so I went for that. The results suggested a problem with the left implant. I decided not to do further testing, but to schedule surgery as quickly as possible to have them taken out. I was feeling more and more sick each day, as well as incredibly dizzy and nauseous. I failed my first EKG to get ready for the explant surgery. They did another as well as an echocardiogram and other heart tests. I had explant surgery, a full encap procedure, on (B)(6) 2026. I have been feeling better each day since the surgery. The dizziness and nausea remained very problematic for the first few days after surgery, and anytime I massaged the abdominal area from the liposuction (for fat transfer), my surgeon said it can be from toxins being released and leaving the body. Though dr. (B)(6), my surgeon, says he doesn't know if he really believes in breast implant illness. Pt-1994, 4836, 4577, 2033, 2328, 2361, 1883, 1958, 2139, 1924. Device-2506, 1524. Device codes: 2506, 1524. Ref: mw5186622.